Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the therapy pcb assembly. After having confirmed proper device operation through functional and performance testing, the device was returned to the customer.

Event description:
It was reported to physio-control that the service led on the customer's device had illuminated. During device evaluation, physio-control observed that the device had logged an event code into its memory and would not charge defibrillation energy anymore. There was no patient use associated with the reported event.